Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer was concerned that the pump seems to run through more batteries than usual. Customer stated that after awhile her pump will start to wear out. Customer stated that the buttons were less responsive. Customer noticed this while on vacation last month. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer was advised that if she decides to continue to use the pump, she should monitor her blood glucose levels closely. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.